Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient needed a different power lens. The lens was replaced with the same model zlb00 lens, a smaller 20.5 diopter lens. Additional information provided stated the reason for the different power was due to a myopic post operative refractive error. The patient's diagnosis was a dislocated implant causing the myopic refractive error. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope. It can be seen that the lens is damaged and incomplete. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. A review of the directions for use (dfu) was conducted. The dfu adequately provides precautions and warnings for proper used and handling of the device. The manufacturing record review was performed. No non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The results of dimensional inspection show all dimensions are within specification. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.